Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the moderately tortuous superficial femoral artery. A 6.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. However, during first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with different device. No patient complications were reported.